Event description:
The customer reported that while the anestar anesthesia machine was in use during a procedure, the unit was flowing n20 at approximately 200 ml, when the n2o flow knob was closed all the way. The pediatric patient was kept under anesthesia a little longer then planned. No injury was reported.

Manufacturer narrative:
The company representative tightened the set screw on the flow knob. The machine was tested to factory specifications. It functioned normally and was returned to the customer. The actual n20 flow volume is clearly visible on the flow tube, on the front of the machine, but the clinicians apparently did not observe that the red float in the tube was not at zero, after turning the knob to the closed position. Note that the anestar has a built in failsafe mechanism that will not allow the oxygen to be set below 21%, regardless of the amount of n20 applied.